Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This investigation has been reopened because product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Prior to use for tibial prep during a primary tkjr the surgeon noticed the keel punch was loose. On closer inspection it is noticeable that there is either an area of wear or an area has chipped off at the point of connection between the punch and universal handle.

Manufacturer narrative:
Update august 26, 2015. Examination of the returned keel punch confirms the tabs are fractured. The root cause is attributed to design. The design of the mbt keel punch was reviewed (CAPA-(B)(4)) and a design change was made by removing the two tabs on the keel punch to address the root cause that was attributed to the fatigue and failure of the two tabs at the interaction point with the hp mbt keel punch impactor (ref. (B)(4)). The updated design will be released with a new product code however, no products have been released for distribution at this time. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.